Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. A customer reported receiving unspecified low sensor scan results and noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer experienced unspecified hypoglycemic symptoms. The customer was unable to self-treat and had contact with a healthcare professional (hcp) wherein a laboratory result of 723 mg/dl was obtained. The hcp provided rapid insulin (dose unspecified) and long-term insulin (dose unspecified) for treatment for the diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event. Reportedly, a sensor scan of 39 mg/dl, 39 mg/dl, and 39 mg/dl was compared to an hcp meter result of 500 mg/dl, 299 mg/dl, and 179 mg/dl. The length of sensor wear was five days. When the provided results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log [11/227/224] and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Antenna damaged during de-casing. The molex connector was detached accidentally during the removal of the pcba from the puck mount (printed circuit board assembly). Returned battery was measured to be within the specification range. Placed sensor into libre test fixture to perform smu testing(source measurement unit) to ensure the sensor's electronics were functioning correctly and smu test was failed. Sensor thermistor testing was within specification. Poise voltage test was failed. An extended investigation was performed. A visual inspection was performed on the returned de-cased sensor. Both antenna pads were observed to be lifted from their holders un-tracked points on the printed circuit board assembly (pcba). The integrated circuit (ic) u1 was appeared to be partially damaged with part of its encapsulation missing. Additionally, the molex connector was found to be missing from the pcba. A review of the device log revealed sensor state 7 with event codes 11, 224 and 227 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with sensor tail lost contact with interstitial fluid due to sensor is dislodged but remains at on-body. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. To confirm the functionality of the returned sensor, smu test, temperature specification check and poise voltage measurements were performed. However, due to damage sustained during de-casing, the sensor failed the smu test. Investigation could not be continued as the sensor was no longer in a condition suitable for functionality testing. The printed circuit board assembly (pcba) sustained significant damage during the de-casing process, resulting in failure during the smu test. As a result, the issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under qr1081093. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK this also serves as a correction report. Section h11 (additional MFR narrative) was incorrectly documented in previous report. The correction has been made in this report. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. A customer reported receiving unspecified low sensor scan results and noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer experienced unspecified hypoglycemic symptoms. The customer was unable to self-treat and had contact with a healthcare professional (hcp) wherein a laboratory result of 723 mg/dl was obtained. The hcp provided rapid insulin (dose unspecified) and long-term insulin (dose unspecified) for treatment for the diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event. Reportedly, a sensor scan of 39 mg/dl, 39 mg/dl, and 39 mg/dl was compared to an hcp meter result of 500 mg/dl, 299 mg/dl, and 179 mg/dl. The length of sensor wear was five days. When the provided results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. A customer reported receiving unspecified low sensor scan results and noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer experienced unspecified hypoglycemic symptoms. The customer was unable to self-treat and had contact with a healthcare professional (hcp) wherein a laboratory result of 723 mg/dl was obtained. The hcp provided rapid insulin (dose unspecified) and long-term insulin (dose unspecified) for treatment for the diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event. Reportedly, a sensor scan of 39 mg/dl, 39 mg/dl, and 39 mg/dl was compared to an hcp meter result of 500 mg/dl, 299 mg/dl, and 179 mg/dl. The length of sensor wear was five days. When the provided results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.